Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem. In addition, the following reportable malfunctions were identified during the device evaluation: e104 occurred due to the charged coupled device (r-unit). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a loose light guide tube. The event had occurred during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.